Event description:
On (B)(6) 2012, the representative from the hospital contacted lifescan from (B)(6) though e-mail alleging that a one touch verio iq meter had a battery indicator issue. The representative did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the representative from the hospital claimed that the meter had a battery indicator issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The representative did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.